Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that there was a pcu system error code 133.6080. There was no patient harm. The issue was noted before patient use.